Event description:
It was reported to ventec that the device needed maintenance. Upon evaluation of the device, ventec observed the device continuously rebooted by itself. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it continuously rebooting by itself was confirmed. Ventec replaced the control board and cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board and cough assist valve.